Event description:
It was reported that during a lung resection procedure, some of the staples were not b-formed. The case was completed using sutures. There was no bleeding or other problems with the patient.